Event description:
Per information provided: on (B)(6) 2013 - patient was diagnosed with multiple recurrent incisional ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device 1 and device 2). Per operative notes, ¿an incision was made in the left lower quadrant. All adhesions were taken down. Hernia sacs were dissected out. A ventralight st mesh (device 1) was placed into the right lateral sidewall of the abdomen and secure it with sorbafix suture tacker. A ventralight st mesh (device 2) was placed into the inferior hernia defect and secure it with sorbafix sutures.¿ on (B)(6) 2014 - patient was diagnosed with recurrent incisional ventral hernia, adhesion, thereby underwent laparoscopic repair with lysis of adhesion and implant of ventralight st mesh (device 3). Per operative notes, ¿an incision was made in the left upper quadrant. There was no mesh visualized. Hernia sac was dissected from an old piece of mesh. Lysis of adhesions was performed. A ventralight st mesh (device 3) was placed into the abdominal cavity and secure it with tackers.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2012) is considered to be a best estimate. This MDR represents the ventralight st mesh (device 2). An additional supplemental emdr was submitted to represent the ventralight st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.